Event description:
On (B) (6) 2008, the pt reported he noticed condensation in the cartridge chamber of his insulin infusion device. He stated he is sure it is water as it does not smell like insulin. He said the device has not been dropped or exposed to water. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.